Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-04944, 1627487-2022-04945. It was reported the patient was experiencing discomfort at the ipg site and the system was no longer providing adequate relief. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the scs system was explanted to address the issue.